Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 49 mg/dl, 138 mg/dl, 48 mg/dl and 75 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. DHR for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 49 mg/dl, 138 mg/dl, 48 mg/dl and 75 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days).. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 49 mg/dl, 138 mg/dl, 48 mg/dl and 75 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor crack was observed to the casing near the button. The damage observed does not affect the readers functionality and does not contribute to the customer's complaint. Control solution testing was performed and all results were within the specifications. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 49 mg/dl, 138 mg/dl, 48 mg/dl and 75 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.